Event description:
Hospira sterile empty vial and injector, product lists number, 6021-03, 30ml, lot number 51-243-r1-01 was identified as being defective by nursing personnel and reported to pharmacy personnel at the hospital. The product was used to try and administer lorazepam injection via a pca pump. The hospira pump screen read, "barcode not read - clean window or replace vial." Three different pumps were tried with no success. Five pca syringe/vials were tried with only one working properly with the pump. The pump would start to work, infuse some fluid -in one case 7.9ml- and then alarm. The pca pump could not be reset. Finally a new vial with a different lot number was used successfully. No pt harm as far as we know. Route: IV. Dates of use: one day in 2007; not known for sure. Diagnosis or reason for use: pain relief. Event reappeared after reintroduction? No.